Event description:
It was reported that the patient the following day after the implant procedure. The atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing and x-ray imaging were normal.